Event description:
A study to evaluate the safety and feasibility of instituting a robotic pancreatectomy program, was summarized in a literature article describing a retrospective analysis of all patients undergoing da vinci assisted robotic distal pancreatectomy (dp) and pancreaticoduodenectomy (pd) procedures performed by a single surgeon. The study included surgeries from may 2014 to december 2020, during which 62 patients underwent robotic pancreatectomy, 34 patients were in the pd group and 28 patients were in dp group. One patient who underwent pd experienced grade c post-operative pancreatic fistula and gastroduodenal artery hemorrhage. The patient died from multiorgan failure on post-operative day 18. There were no da vinci device issues reported in the article. Additional information was requested from the designated author; however, no response has been received.

Manufacturer narrative:
This medwatch report reflects one of two deaths that occurred, both in the pd group. See related report number 1 for the other mortality identified in the article. No investigation could be performed as the article did not provide any specific information regarding the procedure date or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. A review of the article performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report had died as a result of pancreatic fistula. The details of how this may have occurred are not provided. No allegation of any issue with any intuitive surgical products was made. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. Citation: mckay b, brough d, kilburn d, cavallucci d. Safety and feasibility of instituting a robotic pancreas program in the australian setting: a case series and narrative review. Anz j surg. 2024 jul-aug;94(7-8):1247-1253. Doi: 10.1111/ans.18998. Epub 2024 mar 26. Pmid: 38529778. Section a - patient information - no specific patient demographics were provided for this patient. Study demographics in the pd group included 34 patients with a median age of 68 years (range 42-84); the gender is cited as 13 female, presume 21 male. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used.

Manufacturer narrative:
Attempts were made to contact the designated author of the clinical article. The author responded and commented that the mortalities were unrelated to the da vinci devices and there were no intra-operative malfunctions.

Event description:
Refer to h11 for follow-up information.